Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during upper left lobectomy video assisted thorascopic surgery, upon stapling of vein using the reload and handle it was noticed that the staple line only had two rows instead of three. The staple line not being very tight, that the surgeon reinforced it with suture and continued intervention with clips.